Event description:
It was reported that prior to a bladder procedure the device had a damaged jaw. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.